Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was pulled and broken by the patient on the fourth day of use. The broken fragments were removed by a cystoscope.

Event description:
It was reported that the catheter was pulled and broken by the patient on the fourth day of use. The broken fragments were removed by a cystoscope.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a typical jagged tear at the area of breakage on the returned catheter. Based on the event description, this complaint was assigned as user related. It was mentioned that the catheter was pulled and broken by the patient itself. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter was pulled and broken by the patient on the fourth day of use. The broken fragments were removed by a cystoscope.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a typical jagged tear at the area of breakage on the returned catheter. Based on the event description, this complaint was assigned as user related. It was mentioned that the catheter was pulled and broken by the patient itself. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Correction: MFR site.